Event description:
It was reported that patient complains of soreness in hip area and back. Blood tests showed cobalt levels were high. Chromium levels are normal. MRI is scheduled and patient will have fluid aspirated from joint. She will follow up with surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.